Event description:
In 2007, a male s/p mva in approx six months prior to original date, became nonresponsive at home and ems was called. Ems found pt unresponsive and CPR was initiated. At that time an intraosseous tube was inserted in the sternum for fluid and medication mgmt. Patient was transferred via ambulance to the emergency dept at boone hosp ctr. Two days later - using strict adherence to the package guidelines for "removal of the device" - the intraosseous catheter was removed. During removal, the rn was unable to completely engage the stylet with the catheter per package guidelines. The catheter was removed and noted to have been bent - possibly during initial insertion. The stylet had penetrated the edge of the catheter. The base of the catheter appeared intact and confirmed by two rn(s). The MFR was contacted to confirm length of catheter. At that time the MFR confirmed that a distal metal portion should have been removed as well. No attempt was made to remove the distal metal portion due to the pt's demise.